Event description:
A distributor reported that a breg women's post-op shoe (#(B)(6)) sole separated from the shoe. There was no injury reported and no information regarding the patient/user. The device was returned to breg for evaluation.